Event description:
A malfunction was reported with the customer's pump, and no noteworthy events preceded the issue. The impact on the customer's blood glucose level was unclear, as the caller declined to answer whether the level exceeded 500 mg/dl. To resolve the problem, technical support arranged for a replacement pump with updated software to be sent to the customer, and the customer was advised on how to manage their pump and the steps for using a g7 sensor. The customer was also instructed to return the malfunctioning pump within 10 days using the provided return box and pre-paid label.